Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical canada for evaluation. The customer's report was not observed during review of the device data logs. The device was put through extensive testing including earth resistance test and electrical safety test without duplicating the report. The device was recertified and returned to the customer. The power cable was not returned for the evaluation. Analysis of reports of this type has not identified an increase in trend.